Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The lot number is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that after the first truespan implant had been placed, the trigger for the second implant was somehow blocked. According to the reporter, when it was pushed down, there was a louder sound than usual and afterwards, the trigger could not be released any longer. The first implant had to be removed by cutting the suture, which was successful. It was reported that the procedure was completed by using another truespan device. It was reported that there was a delay of 5-10 minutes. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number is currently unavailable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Additional information: d4: the lot number and exp date were reported as unknown in the initial report and have been updated as l883117 and 4/30/2021 respectively. Therefore, UDI: (B)(4). H4: the device manufacturing date was reported as unknown in the initial report and has been updated as 5/31/2018. Investigation summary: the complaint device was received and evaluated. Visual observations revealed that the silicone sleeve was heavily deformed and minor cuts were observed at the distal end of the silicone sleeve. The silicone sleeve was then disassembled from the device and no implants or sutures were revealed indicating that both the implants were already deployed. The reported complaint was confirmed. The trigger was then pressed for functional testing. However, the trigger did not function as intended. There was no click heard and the spring mechanism seemed not to function indicating that the trigger was broken. A rattling sound could be heard from inside the gun possibly due to a broken internal component. A possible root cause could be the surgeon applied too much force which caused the trigger to break. However, given the condition of the device, a definite root cause could not be determined. A non-conformance search was performed for this part (228151), lot(l883117) combination and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.